Event description:
The patient received his scs system on (B)(6) 2011. It was reported that the patient was experiencing a sharp pain sporadically at the ipg site. This happens regardless of the ipg being on or off. The patient's doctor is planning on revising the ipg pocket to relieve the patient of discomfort. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.